Event description:
A report was received that the patient had a lead revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision procedure was due to loss of efficacy. The physician suspected the lead had moved.

Event description:
A report was received that the patient had a lead revision for an unknown reason.